Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer, and identified the failure mode as a defective smart module 63. The fse replaced the smart module 63 to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The beckman field service engineer (fse) stated that the customer had an ongoing erratic ion-selective electrolyte (ise) issue on their dxc 600 pro analyzer. The customer confirmed on 18 august 2020 that one (1) patient sample generated a low sodium result. The customer repeated the patient sample with higher result which was reported out of the laboratory. Data was not provided. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within their established to be within their established range prior to running patient samples.